Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on, (B)(6) 2011 and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2011, and mesh was implanted. It was reported that the patient experienced pain, erosion of the patient¿s internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat cystocele and rectocele. It was reported that on (B)(6) 2011 the patient underwent bilateral extraperitoneal colpopexy consisting of sacrospinous suspension, anterior colporrhaphy, resection of vaginal mesh and cystourethroscopy due to vaginal vault prolapse, vaginal foreign body consistent with exposure of vaginal mesh, cystocele, rectocele, stress urinary incontinence and failure of synthetic mesh. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that on (B)(6) 2011 the patient underwent removal of 2 cm portion of exposed mesh, and on (B)(6) 2011 the patient underwent trimming of mesh and had the edges of the mesh re-approximated due to a 3mm mesh erosion and failure of the synthetic mesh. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-06955. The same patient is represented in each medwatch.